Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6).

Event description:
It was reported that was admitted to the critical care unit for low flow alarms, backup battery alarms and pump stops. Since admission the patient had no further problems. The patient's international normalized ratio was in range with no further epistaxis. The patient was scheduled for a pump exchange on (B)(6) 2023.

Event description:
It was additionally reported patient underwent a pump exchange on 27mar2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damage to the driveline outer jacket was observed approximately 2.5, 6.5, and 12" from the controller connector. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed damage to multiple wires that would have contributed to the reported pump stop events, alarms, and driveline faults captured in the submitted log file. Additionally, a direct correlation between the device and the reported event of bleeding could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline cut less than 1¿ from the pump housing. The remaining distal portion of the driveline was also returned. The pins of the controller connector appeared unremarkable. The apical sewing ring was not returned. All parts of the inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) were returned assembled with the inlet elbow attached to the pump. The outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. No developed depositions or thrombus formations were identified upon disassembly of the device. The driveline was tested for electrical continuity in the condition that it was received and failed due to discontinuity within the yellow wire as well as the presence of an electrical connection between the metal braided shield and the black, orange, yellow, and green wires. The remaining wires did not reveal any discontinuities or shorts. Following careful removal of all layers, visual and microscopic inspection revealed a complete fracture of the yellow wire approximately 5" from the pump housing. Additional microscopic inspection revealed breaches in the black, orange, yellow, and green wires within 1" of the observed yellow wire fracture. Furthermore, breaches in the black and green wires were observed approximately 11.5 and 12" from the pump housing, respectively. Although a specific cause could not conclusively be determined, the observed yellow wire fracture and wire insulation breaches appeared consistent with repetitive flexing of the driveline, resulting in conductor breakdown. The remaining areas of all wires appeared to be free of damage and were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, "introduction", lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears. This section states that the driveline should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms (including driveline fault, low speed, and pump off alarms) and the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such event. No further information was provided. The manufacturer is closing the file on this event.